Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC inserted on (B)(6); had to be removed few days after. Wouldn't flush, no blood return, kinked at insertion site- right at 1cm above the 0. Patient had to get an x-ray. There was no serious injury or actual adverse event. Patients were upset over having the PICC removed and replaced due to the PICC not infusing.